Event description:
It was reported that the insulin pump had an error alarm and could not be cleared. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The motor was tested outside the device and passed. The insulin pump was rec'd with a bleeding liquid crystal display. Further testing could not be performed due to the loose drive support disk.